Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (audio bolus button damage prior to tactile change) issue. The audio bolus button reportedly was under-responsive and damaged. It was noted that the damaged occurred prior to the tactile change issue with the bolus button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: the audio bolus button was found to be missing/detached. The audio bolus button was unable to be tested since it was unresponsive due to the missing button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.